Event description:
It was reported that when the device was plugged into the wall it seemed to cause an overamp alarm on the line isolation monitor. There was unknown patient harm or adverse effects reported as a result of the event.

Manufacturer narrative:
Reported complaint was verified by testing on safety analyzer and found the issue was due to line cord. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.